Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone via an implanted pump for spinal pain indications. It was reported the patient came in for a refill an hour ago where the concentration was increased from 300mcg/ml to 400 mcg/ml. It was noted the hcp accidentally put the units of both dose and concentration for the new drug in ¿mg¿ vs ¿mcg¿. The hcp canceled the bridge 6 minutes after programming because she went to correct the units but did not know if she should still bridge. Technical services (tss) confirmed she should bring the patient back to set up a bridge bolus. Tss calculated approximately one hour had elapsed since refill. Based on speed, the pump was currently flowing at, 0.0067ml have dispensed in the last hour. Tss walked caller through advanced bridge, entering in previous drug information and setting custom volume of 0.393 ml (full system of 0.4-0.00067). Issue was remedied and the patient asymptomatic.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that the pump was interrogated with a new clinician samsung tablet. The hcp provided the application version 1.1.413 and programmer s/n was provided. The patient's weight at the time of the event was also provided.